Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week after the implant procedure, the right atrial (ra) lead dislodged and was attempted to be repositioned. During this attempt, the atrial set screw would not retighten and torque was felt in the implantable pulse generator (ipg). A different device was then attempted, where also the atrial lead would not tighten and the set screw loosened. The device was explanted and replaced. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.